Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, it was reported that a screw on the slap hammer was loose. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: device lot number, unique device identification (UDI) and manufacture date provided. The slap hammer was returned to the manufacturer for evaluation. Testing found that the hammer had wear on both connection ends and was noted to be in otherwise good condition. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.